Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient experienced a hematoma. The physician washed out the pocket site and there have been no reports of further complications regarding this event.